Event description:
It was reported that there was early battery depletion and the device was at eri (elective replacement indicator). Chronic high thresholds were also noted. The device was explanted and replaced, and both the rv (right ventricular) and lv (left ventricular) leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1688tc-52 competitor implantable pacing lead: (B)(6) 2006. 419488 implantable pacing lead: (B)(6) 2006. (B)(4).

Manufacturer narrative:
Evaluation summary: upon analysis, normal battery depletion was found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.